Manufacturer narrative:
Product evaluation: the device was received for evaluation; service and repair could not verify customer¿s complaint of excessive heat. Performed pre-repair temperature tests on the device. The ambient room temperature was 72.3 f and after 1 min temperatures were: gear 81.0 f, motor 77.9 f, and, bearings 80.5 f. The rear seals and bearings were found to be corroded due to dried saline; they were replaced. The handpiece was repaired, cleaned and tested to manufacturing specifications.

Manufacturer narrative:
The product was returned for analysis. Device evaluation anticipated but not yet begun.

Event description:
It was reported that intra-operative the device got hot and would not spin. There was no patient impact.